Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1007, indicative of an exceeded charge time, as well as a message indicating the battery capacity had depleted and was at end of life. The patient was reported to have received numerous anti-tachycardia pacing and shock therapy in the days leading up to the ICD declaring code 1007. Surgical intervention was performed, and the ICD was explanted and replaced. The patients previously implanted right ventricular lead was tested with a pacing system analyzer and confirmed to be intact, so it was left implanted with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated the explanted ICD was disposed of at the hospital and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1007, indicative of an exceeded charge time, as well as a message indicating the battery capacity had depleted and was at end of life. The patient was reported to have received numerous anti-tachycardia pacing and shock therapy in the days leading up to the ICD declaring code 1007. Surgical intervention was performed, and the ICD was explanted and replaced. The patients previously implanted right ventricular lead was tested with a pacing system analyzer and confirmed to be intact, so it was left implanted with the new device. No additional adverse patient effects were reported.